Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix bent.

Event description:
It was reported that during the implant procedure, the physician inadvertently deployed the helix while attempting to position the lead. The helix was unable to be retracted. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.